Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The health care professional reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 18.5 mmol/l. The customer fell with the insulin pump into water, totally blank display and damage around the battery cap. The customer was hospitalized with high blood glucose of 18.3 mmol/l and was not wearing the insulin pump from (B)(6) 2017 also, stated the customer was on injections to treat blood glucose. Advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump powered up properly after battery installation. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to during visual inspection. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, broken battery tube threads, end cap address label faded, cracked retainer, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.